Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the code reappeared. The caller acknowledged the instructions and understood them.